Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02776. The pt received two scs leads from the same lot number. It was reported the pt is not receiving effective stimulation from her scs system. The pt stated her system auto-reduces when she attempts to increase her stimulation. A sjm representative met with the pt and a system diagnostics revealed multiple lead contacts with invalid or high impedances. The representative was able to reprogram the pt's scs system, however, the issue recurred a few days later. Additional information received identified surgical intervention was taken and pt's entire scs system was explanted and replaced on 10/14/2014. The physician opted to replace the pt's scs ipg as a precaution due to the possibility of fluid intrusion in the header.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.